Event description:
Patient reported rupture, capsular contracture, baker grade unknown and "cll, luchemia" (not device related). This relates to the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5

Event description:
It has been confirmed that the patient reported the procedure "capsulectomy". The event of capsular contracture baker grade unknown did not occur and will be unreported.